Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently observed inaccurate fill estimates. Reportedly, the issue was resolved and the insulin gauge began to decrease as expected. There was no reported impact to the customer's blood glucose level.